Manufacturer narrative:
Batch review performed on 03 mar 2026. Lot 2203216: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-april-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at about 3 years and 2 months due to pain and instability as a result of a pcl tear. There was no indication of trauma or a fall. The surgeon revised the patient`s natural patella and revised the 10mm insert to a 14mm insert. The surgery was completed successfully.